Manufacturer narrative:
This MDR submitted 05/24/2016 reference accriva diagnostics' complaint number (B)(4). The reagent lot number tested with this instrument is j5jac611 is referenced by accriva diagnostics' complaint number 1(B)(4) and is classified as child case of the instrument complaint filed in this submission. Method codes: actual device not evaluated. Process evaluation was performed. Dhf reviewed showed no ncrs, instrument repairs or other anomalies. Results code: no results available since no evaluation performed. Conclusion code: device not returned. Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. An unidentified (B)(6) year-old male weighing (B)(6)received a 330 unit/kg intravenous bolus dose of heparin prior to the start of a coronary artery bypass graft procedure. The target act was 480 to 500 seconds. The act results reported with the hemochron signature elite and act plus system were as expected except for two out-of-range high errors that was recorded at the beginning and near the end of the operation. There was no report of additional heparin doses administered. The instrument passed both electronic and liquid quality controls prior to the procedure according to the end user.

Manufacturer narrative:
The purpose of this MDR follow-up #4 is to restate the information filed in the initial submission of MDR number 3002721930-2016-00007, to correct the serial number of the hemochron signature elite device ((B)(4)) implicated in the complaint ((B)(4)), and to provide additional information from an evaluation of the hemochron jr. Jact+ test device (lot j5jac611), which was reported as a child ((B)(4)) with the parent case. The hemochron signature elite instrument ((B)(4)) was not returned by the customer and was not evaluated. Lsr-2016-css-056 tested whole blood samples with/without added heparin using retained samples from the same jact+ cuvette lot (j5jac611). The data from lsr-2016-css-056 showed that analytical performance of the cuvette lot was within specifications. The results of this device evaluation do not confirm the customer complaint.

Event description:
Follow-up #4. Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. An unidentified (B)(6) male weighing (B)(6) received a 330 unit/kg intravenous bolus dose of heparin prior to the start of a coronary artery bypass graft procedure. The target act was 480 to 500 seconds. The act results reported with the hemochron signature elite and act plus system were as expected except for two out-of-range high errors that were recorded at the beginning and near the end of the operation. There was no report of additional heparin doses administered. The instrument passed both electronic and liquid quality controls prior to the procedure according to the end user.

Manufacturer narrative:
This MDR follow-up #3 submitted on 08/08/2016 summarizes the results under investigation (B)(4), which tested retained samples from the same jact+ cuvette lot ((B)(4)) named in the child case. The child case references accriva diagnostics' complaint number (B)(4) (parent case (B)(4)) for the hemochron signature elite instrument (serial number (B)(4) corrected by MDR follow-up #1. The data generated in (B)(4) did not confirm the customer's complaint regarding jact+ cuvette lot j5jac611.

Event description:
Follow-up #2.

Manufacturer narrative:
This MDR follow-up #2 submitted on 08/08/2016 summarizes the results under investigation (B)(4), which tested retained samples from the same jact+ cuvette lot (j5jac611) named in the child case. The child case references accriva diagnostics' complaint number (B)(4) (parent case (B)(4)) submitted on 05/25/2016 for the hemochron signature elite instrument (serial number (B)(4)). Follow-up #1 submitted on 08/08/2016 corrected the serial number of the hemochron signature elite instrument associated with this complaint as (B)(4). Additional information: model jact+; catalog # jact+; expiration date 12/31/2016. Device available for evaluation? Yes. Date received by manufacturer 06/23/2016. PMA/510(k) k941007. Type of report: follow-up #2. Additional information; device evaluation. Device evaluated by manufacturer? Yes. Device manufacturing date 09/17/2015. Labeled for single use? Yes. Initial use of device? Yes. Method: reserve samples tested from same lot, no failure detected. Results: no failure detected. Conclusion: unable to confirm complaint.

Event description:
Follow-up #2.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up #1.